Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian) / malposition of essure device/migration of essure device") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, back pain ("lower back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), headache ("headaches"), eye disorder ("eye problems"), visual impairment ("vision problems") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, bladder disorder, urinary tract disorder, hormone level abnormal, headache, eye disorder, visual impairment and weight increased outcome was unknown, the back pain, dyspareunia and depression had not resolved, the alopecia had resolved and the migraine was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, dyspareunia, eye disorder, fallopian tube perforation, headache, hormone level abnormal, migraine, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff had tubal ligation surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Essure confirmation test done (date and type of test not reported): total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events per pfs: bladder problems, urinary problems, hormonal changes, malposition of essure device/ migration of essure device, headaches, abdominal pain, perforation (fallopian tube), vision / eye problems and weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian) / malposition of essure device/migration of essure device") and device breakage ("additional device fragments separate from the tubes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postmenopausal bleeding, endometrial polyp, hysteroscopy on (B)(6) 2006 and polypectomy on (B)(6) 2006. Concurrent conditions included general anesthesia and uterine fibroids. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), headache ("headaches"), eye disorder ("eye problems"), visual impairment ("vision problems") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, bladder disorder, urinary tract disorder, hormone level abnormal, headache, eye disorder, visual impairment and weight increased outcome was unknown, the back pain, dyspareunia and depression had not resolved, the alopecia had resolved and the migraine was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, device breakage, dyspareunia, eye disorder, fallopian tube perforation, headache, hormone level abnormal, migraine, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: plantiff had tubal ligation surgery. The patient tolerated the essure insertion procedure well and was sent to recovery in stable condition. Normal fallopian tubes with essure devices were removed without incident on 26-sep-2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Essure confirmation test done (date and type of test not reported): total bilateral occlusion. Essure insertion details: on the left side, there were 2 trailing wires. On the right side, there were 9 trailing wires. (B)(6) 2017: operative note. Findings: laparoscopic findings showed a large pedunculated fibroid off the left posterior uterus. Also, bilateral essure device was noted in the tubes. The tubes removed without difficulty. A portion of the left essure was dissected and removed with manual traction with the laparoscopic instruments. Normal ovaries were noted bilaterally. Normal fallopian tubes with essure devices were removed without incident. Approximately 5 cm pedunculated fibroid removed through the right lower quadrant port, which was extended to approximately 5 cm to remove the fibroid in an endocatch bag. Specimens: 1. Pedunculated fibroid. 2. Bilateral fallopian tubes with portion of essure device in tubes & additional device fragments separate from the tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received. Reporter information, patient¿s relevant history and lab data updated. Event device breakage was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian) / malposition of essure device/migration of essure device") and device breakage ("additional device fragments separate from the tubes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postmenopausal bleeding, endometrial polyp, hysteroscopy on (B)(6) 2006 and polypectomy on (B)(6) 2006. Concurrent conditions included general anesthesia and uterine fibroids. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), headache ("headaches"), papilloedema ("eye problems-papilledema"), visual impairment ("vision problems"), weight increased ("weight gain") and uterine leiomyoma ("fibroids;"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, bladder disorder, urinary tract disorder, hormone level abnormal, headache, papilloedema, visual impairment, weight increased and uterine leiomyoma outcome was unknown, the back pain, dyspareunia and depression had not resolved, the alopecia had resolved and the migraine was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, device breakage, dyspareunia, fallopian tube perforation, headache, hormone level abnormal, migraine, papilloedema, urinary tract disorder, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff had tubal ligation surgery. The patient tolerated the essure insertion procedure well and was sent to recovery in stable condition. Normal fallopian tubes with essure devices were removed without incident on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion essure confirmation test done (date and type of test not reported): total bilateral occlusion. Essure insertion details: on the left side, there were 2 trailing wires. On the right side, there were 9 trailing wires. (B)(6) 2017: operative note, findings: laparoscopic findings showed a large pedunculated fibroid off the left posterior uterus. Also, bilateral essure device was noted in the tubes. The tubes removed without difficulty. A portion of the left essure was dissected and removed with manual traction with the laparoscopic instruments. Normal ovaries were noted bilaterally. Normal fallopian tubes with essure devices were removed without incident. Approximately 5 cm pedunculated fibroid removed through the right lower quadrant port, which was extended to approximately 5 cm to remove the fibroid in an endocatch bag. Specimens: 1. Pedunculated fibroid. 2. Bilateral fallopian tubes with portion of essure device in tubes & additional device fragments separate from the tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: new psf received: new event fibroids was added. Eye problems coded to papilledema. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian) / malposition of essure device/migration of essure device") and device breakage ("additional device fragments separate from the tubes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postmenopausal bleeding, endometrial polyp, hysteroscopy on (B)(6) 2006 and polypectomy on (B)(6) 2006. Concurrent conditions included general anesthesia and uterine fibroids. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), hormone level abnormal ("hormonal changes"), headache ("headaches"), eye disorder ("eye problems"), visual impairment ("vision problems") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device breakage, bladder disorder, urinary tract disorder, hormone level abnormal, headache, eye disorder, visual impairment and weight increased outcome was unknown, the back pain, dyspareunia and depression had not resolved, the alopecia had resolved and the migraine was resolving. The reporter considered alopecia, back pain, bladder disorder, depression, device breakage, dyspareunia, eye disorder, fallopian tube perforation, headache, hormone level abnormal, migraine, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff had tubal ligation surgery. The patient tolerated the essure insertion procedure well and was sent to recovery in stable condition. Normal fallopian tubes with essure devices were removed without incident on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Essure confirmation test done (date and type of test not reported): total bilateral occlusion. Essure insertion details: on the left side, there were 2 trailing wires. On the right side, there were 9 trailing wires. On (B)(6) 2017: operative note, findings: laparoscopic findings showed a large pedunculated fibroid off the left posterior uterus. Also, bilateral essure device was noted in the tubes. The tubes removed without difficulty. A portion of the left essure was dissected and removed with manual traction with the laparoscopic instruments. Normal ovaries were noted bilaterally. Normal fallopian tubes with essure devices were removed without incident. Approximately 5 cm pedunculated fibroid removed through the right lower quadrant port, which was extended to approximately 5 cm to remove the fibroid in an endocatch bag. Specimens: 1. Pedunculated fibroid. 2. Bilateral fallopian tubes with portion of essure device in tubes & additional device fragments separate from the tubes. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.